Event description:
The device was used during an unknown procedure. Reportedly, after the third firing, the staples did not form properly. Another device was used to finish the procedure. No pt injury was reported.